Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 64786645; ti dur reg fluted stem 19x80mm; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Information received from (B)(4) indicates the following: prosthetic joint infection. Above knee amputation performed. Right knee.